Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unable to prime during prime alarm test. Motor error alarmed during occlusion test due to moisture damage noted in force sensor. Cracked battery tube threads and cracked reservoir window noted during visual inspection. Motor tested ok.

Event description:
The customer reported a motor error alarm and a blood glucose of 315 mg/dl. Troubleshooting was performed. Found that the drive support cap was protruding from the case. The insulin pump passed the self test. Found that the customer had received another motor error alarm six days earlier. Advised the customer that the insulin pump would be replaced. Nothing further was reported.